Manufacturer narrative:
The lead is currently not available for analysis. No conclusions regarding the clinical observation can be drawn for the time being. The investigation will continue as soon as new information becomes available.

Event description:
After an implantation time of one month, an increase in the pacing threshold was reported. The lead was successfully repositioned. No deterioration of the patient&#62688;state of health was reported.